Event description:
It was reported that few hours after a right transcarotid artery revascularization (tcar) procedure, the patient did not feel well, and imaging revealed a large frontal hemorrhagic bleed with midline shift. Additional information indicated that the physician had difficulty visualizing the enroute .014" guidewire tip during tcar procedure, which possibly could have advanced in the brain vasculature. Further, it was noted that this patient had cervical rods placed from a previous procedure. Currently, it is unknown if the patient's symptoms have resolved. This report is being submitted out of abundance of caution, as it is unknown if the reported event is related to user error, procedural issues or a silk road medical device.

Manufacturer narrative:
Additional/updated information can be found in the following fields: b2: outcomes attributed to adverse event. B4: date of this report. B5: describe event or problem. F6: date user facility/importer became aware of event. F7: type of report. F8: date of this report. F10: adverse event problem (health effect - impact code (f)). F11: report sent to FDA. F13: report sent to manufacturer? H11: additional manufacturer narrative.

Event description:
This supplemental MDR is being submitted for additional information received on (B)(6) 2024: it was reported that the patient passed away after hemorrhagic stroke after being transferred to a different facility. The exact date of death is unknown. There is no further information available. At this time, it is unknown if the reported event is related to a cascade of events from the original tcar procedure; previously determined to potentially be associated with possible user error or other procedural complications, or a separate event post transfer to a different facility; hence, it will be reported out of an abundance of caution.